Manufacturer narrative:
This case seems linked to a vascular complication, which is a rare serious side effect, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Literature data: - de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e - kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This incident occurred outside of the USA, in the (B)(6). According to the information received from the (B)(6) affiliate, a patient experienced an adverse event after injections of teosyal rha 2 in the lips and lip contour on (B)(6) 2021. At the time of injection, a vascular occlusion occurred. It was immediately treated with 2 injections of hyaluronidase (1500 iu), and the vascular occlusion completely resolved. During follow-up with the patient, the injector noticed the base of the nose still looked compromised. The capillary refill was less than 2 seconds in all affected areas and the scab was healing well. On (B)(6) 2021, the patient received additional hyaluronidase injections (2 in the morning, 2 in the afternoon, 1500 iu). As a result, the event improved. The following day ((B)(6) 2021), the patient was reviewed and received hyaluronidase again (2 in the morning, 2 in the afternoon, 1500 iu). During an additional follow-up review ((B)(6) 2021), the patient received hyaluronidase once more (6 injection, 1500 iu). Treatment also included on aspirin, broad spectrum antibiotics, and gtn cream. The patient reported feeling soreness on (B)(6) 2020. The local medical expert contacted by the (B)(6) affiliate suggested the patient may have a complex vascular system and that she could be sore due to the amount of injections in the area over the week. The expert also recommended the injector prescribe a cream for the client to help with the discomfort in the area. The latest information received on 16-aug-2021 confirmed the resolution of the adverse event.